Manufacturer narrative:
The reported events of oversensing noise and insulation damage were confirmed. As received, a complete lead was returned in one piece for analysis. Dents were observed on the lead at the suture sleeve tie impression. This is consistent with the reported event of insulation damage due to the suture sleeve tie, but no other anomalies were revealed in this location. The test for hi-pot failed between the ring electrode and the right ventricular vectors. The right ventricular shock coil was removed to evaluate the condition of the insulation in this region. Two internal insulation abrasions were revealed under the right ventricular shock coil which breached the ring electrode cables lumen. Additionally, both ring electrode ethylene-tetra-fluoro-ethylene (etfe) cable coatings were revealed to be abraded. The cause of the reported event of oversensing noise was due to the internal insulation abrasion under the right ventricular shock coil that breached the ring electrode cables lumen and the abraded ring electrode etfe cable coatings.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed with diagnostic imaging. During the replacement procedure, dents in the rv lead suture sleeve were observed. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.